Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient expired due to multi-system organ failure. Post-operative course was complicated by right ventricle dysfunction/failure requiring venoarterial extracorporeal membrane oxygenation (va-ECMO). Additionally, the patient's course was complicated by coagulopathy and post-operative vasoplegia that required return to operating room for exploration of bleeding. ECMO was explanted, but chest kept open. Patient then became more acidotic and narrowing pulmonary artery (pa) pressures. Patient then had rvad implanted. Patient condition continued to deteriorate and worsening multi-organ failure required continuous renal replacement therapies (crrt). Family chose to withdraw care. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The current heartmate 3 lvas IFU lists right heart failure, respiratory failure, renal failure, hepatic dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.